Event description:
It was reported that pump battery depleted too quickly, leading to pump shutdown and customer experiencing a blood glucose level of 420 mg/dl and ketones. Reportedly the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with insulin. Treatment resolved the issue and there was no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.